Event description:
It was reported that the patient underwent a surgery to treat a c6 fracture-dislocation with implant of a cable and anterior cervical plate at c5-c7. Approximately one week post-op it was reported that either the cable had broken or the treated vertebrae had fractured. The patient is asymptomatic. A revision surgery is reported to be scheduled at an unknown time. Xrays and additional information has been requested.

Manufacturer narrative:
(B)(4): neither device nor imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.